Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported audio failed error and speak is malfunctioning. The customer confirmed that the device was not connected to a patient when this event happened.